Event description:
It was reported the pt was admitted to hospital for removal of the pump due to an infection. The catheter remained implanted. The hcp indicated they would deliver itb through the existing catheter. No further outcome was reported. Additional info. Has been requested, a f/u report will be submitted if additional info. Becomes available.